Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# n22135a, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a catheter revision did not occur and was not scheduled due to cardiac clearance.

Event description:
A representative reported that the actual residual volume (34.9 ml) exceeded the expected residual volume (6.4 ml). This was out of specification. A roller study and a dye study were planned. The logs were checked and noted to be normal. The patient reported having withdrawal and no pain relief since (B)(6) 2012. They also reported flu-like symptoms. The medications used within the system were clonidine, bupivacaine, and morphine.

Event description:
The representative later reported the patient had symptoms of lack of pain relief. A dye study was attempted with no fluid return from the catheter. A rotor study was performed with a successful 60 degree rotation. The patient was not receiving effective therapy due to a catheter complication. A surgery was scheduled to revise the catheter.